Event description:
It was reported that the user experienced an issue of the maxplus valve not closing . The user noticed that it leaked blood onto the sterile towel that was placed over the patients shirt when detaching the syringe from the connector.

Manufacturer narrative:
The customer¿s report of the maxplus valve not closing and leaked, identified as a valve stickdown, was confirmed. Visual inspection of the set noted no damage or any anomalies. When deactivating the valve, it was observed that the valve's return behavior had a stick and return. The valve return was noted as a grade 2 category and the valve is considered an unacceptable part. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification).

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the user experienced an issue of the maxplus valve not closing . The user noticed that it leaked blood onto the sterile towel that was placed over the patients shirt when detaching the syringe from the connector.